Event description:
It was reported that the patient experienced a catheter complication and underwent a catheter revision in 2008. The hcp reported that the catheter appeared to have been cut during initial implantation. It is unknown what drug was in the pump. No patient symptoms or final outcome were reported.